Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that tubing on the center section of the rinse block was causing the rinse block to be misaligned. The fse replaced the tubing and aligned the rinse block, which repaired the leak. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak at the rinse block of the coulter lh 500 hematology analyzer. The customer was running samples when the leak was noticed. The volume of the leak was about 0.5 ml and was not contained within the instrument. The customer did not report any error messages from the instrument at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.